Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.

Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the surgeon, the patient experienced an extrusion of the receiver/stimulator and a skin flap was infected which was treated with oral antibiotics. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.